Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. The lot number was not provided. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The additional device referenced in b5 is being filed under a separate medwatch report number.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina, ischemia, and restenosis are known adverse events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2010, the patient underwent the index procedure with the deployment of three promus stents (3.0x28 and 3.5x28(x2) to the proximal right coronary artery (rca) due to stable angina, a positive stress test, post st elevation myocardial infarction (stemi) and dyspnea. The patient received a peri-procedural loading dose of study medication clopidogrel, 300 mg. Post-procedure residual stenosis was 0% with timi 3 flow. On (B)(6) 2010, the patient began 75 mg clopidogrel dosing and was discharged from the hospital. Additionally, the patient began taking 325 mg aspirin, however, the start date is unknown. On (B)(6) 2011, the patient experienced angina and had a positive stress test (ischemia) with symptoms of coronary artery disease. A diagnostic cardiac catheterization showed a complex 95% rca proximal lesion. The patient underwent a successful percutaneous coronary intervention for in-stent restenosis of the previously placed 3.5 x 28 mm promus stent located in the rca with one non-abbott 3.5 x 28 mm drug eluting stent. On (B)(6) 2011, the patient was discharged from the hospital. The event was reported as continuing at the time of discharge. No additional information was provided. In the opinion of the investigator, the event was moderate in intensity, not related to study drug, definitely related to study device, and not related to study procedure.

Event description:
Subsequent to the initial MDR being filed, the following additional information was received for the event which occurred on (B)(6), 2011: the patient was admitted for an elective catheterization. The mid right coronary artery was identified to have 70% diameter stenosis which was pre-dilated and stented with a 3.5 x 28 mm des stent.

Event description:
Subsequent to the initial and final reports being filed, the following additional information was received: both of the 3.5x28 mm promus stents implanted on (B)(6) 2010 were found to be restenosed.